Event description:
It was reported that during a routine dual chamber implantable cardioverter defibrillator (ICD) implant, this right atrial (ra) lead exhibited high capture threshold. The lead was implanted, and p-wave values were acceptable at 5 millivolts (mv). Threshold was tested, and there was no capture at 5 volts (v). There was capture at 10v, however. The lead was repositioned numerous times with the same outcome - the implanter could not get capture of the atrium at 5v. The lead was extracted and a passive lead was used instead. Capture threshold was 1v with this lead which was successfully implanted. No adverse patient effects were reported. Product return is expected.